Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The cartridge fill resistance issue could not be confirmed, as cartridge was not returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe, needle change, and cartridge change was performed resolving the issue. Customer's blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was treated with a supply change, and a correct bolus via the pump. The customer reverted to manual injections for insulin therapy.